Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left stryker knee. An evaluation of the device cannot be performed as the device remains implanted. Additional information was requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
It was reported that the patient is experiencing a lot of pain on the inside of her thigh. Patient also is reporting that it feels like there is some sort of rubbing underneath the kneecap. Patient reports that she experiences more pain at night especially when she is lying down. She states that the implant locks up more often when she is lying down. She also states that she has trouble going down the stairs because of her implants locks up.

Manufacturer narrative:
The patient is 65 inches in height. An event regarding reduced range of motion involving a scorpio ps tib insert was reported. The event was not confirmed. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated, ¿there is no indication of any factors of faulty prosthetic design, manufacturing, or materials related to any stryker total knee arthroplasty components in this patient. The event description does not mention the side about which the patient¿s complaints are related and is likely not related to the primary stryker left total knee arthroplasty.¿ device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. Complaint history review: a complaint history review confirmed no similar events for the reported lot. Conclusions: based on a review of the provided medical records by a clinical consultant, there is no indication of any factors of faulty prosthetic design, manufacturing, or materials related to any stryker total knee arthroplasty components in this patient. The exact cause of the event could not be determined because of a lack of information. Further information such as x-rays, office notes and pathology after 27-apr-2009, and a clarification of which side the patient¿s complaints were on are needed to complete the investigation for determining the root cause. The following additional product was added to the complaint after the initial medwatch was submitted. Cat. No.: 7115-0005, series 7000 standard tibia, lot code: t04w20. Cat. No.: 71-5107,l scorpio ps femur m/s w/posts lfit, lot code: k04t310. Cat. No.: 73-3708, scorpio u-dome patella, lot code: p399.

Event description:
It was reported that the patient is experiencing a lot of pain on the inside of her thigh. Patient also is reporting that it feels like there is some sort of rubbing underneath the kneecap. Patient reports that she experiences more pain at night especially when she is lying down. She states that the implant locks up more often when she is lying down. She also states that she has trouble going down the stairs because of her implants locks up.